Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not activate and the device dislodged. Hemostasis was completed using manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. The device was attempted to be deployed outside the patient¿s body, during which the doctor pulled the indicator wire, the visual indicator window changed, and deployment was possible. A 5f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm, with no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Used after same-side antegrade puncture for endovascular therapy (evt) of the superficial femoral artery (sfa). The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18414708 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not activate and the device dislodged. Hemostasis was completed using manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. The device was attempted to be deployed outside the patient¿s body, during which the doctor pulled the indicator wire, the visual indicator window changed, and deployment was possible. A 5f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm, with no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Used after same-side antegrade puncture for endovascular therapy (evt) of the superficial femoral artery (sfa). The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The device was discarded; therefore, the device will not be returned for evaluation.